Manufacturer narrative:
The pump passed the functional testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap had no issues, bu reported that insulin pump would shut off even after battery cap replacement. Customer's blood glucose was unknown. Insulin pump would need to be replaced.